Event description:
In 2008, the patient reported that two days ago, while changing her insulin cartridge, the piston rod of the infusion device began retracting, and would not stop. She stated, "it keeps grinding, and I can't get it to move off of that message (piston rod returning)." She stated that she removed the battery from the infusion device and waited a "couple" of days and tried to change the insulin cartridge again with the same result. The pt was using a lithium battery in the infusion device. She was advised to use an alkaline battery. The pt inserted an alkaline battery and e10 (cartridge error) was displayed. She performed the change cartridge procedure and the infusion device displayed "piston rod returning" and made a grinding noise. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.